Manufacturer narrative:
It has been recommended to customer to track and report incidents as they happen.

Event description:
The customer reported that 12, 840 ventilators stopped cycling on a pt. These incidents occurred over the last six months but were just reported to us. No pt harmed or injury as a result of the events. No additional info could be obtained as customer did not track which ventilators were used on which pts.